Event description:
It was reported that the bd micro-fine¿+ pen needle broke off in the cork of the insulin bottle. The following information was provided by the initial reporter, translated from chinese: "when the needle was removed after finishing the insulin pen, it was found that the needle stuck at the end of the insulin bottle cork of the insulin pen was broken on the insulin bottle cork."

Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.